Event description:
Beckman coulter inc, (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The events will be assumed to be worst case scenario and that the false positive accutni patients' results initially recovered above the ami cut-off with repeat results recovering within the normal reference range. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory. The customer was asked to provide specific data; however, the customer declined to submit data due to the event occurring over 60 days ago. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Based on available information, the customer's repeat protocol is for any initial accutni result >0.10ng/ml. The customer does not re-spin patient samples before repeat testing. No specific event qc data was supplied. The instrument was currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event due to the event occurring over 60 days ago. A root cause for these events was not determined.